Event description:
It was reported that the customer's insulin pump had a blank display twice for a short period of time. It was stated that the insulin pump delivered a bolus of 28.0 units of insulin without programming. It was stated that the customer did not experience any low glucose, and the mother believes the bolus was not performed. It was stated that the customer was not comfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.